Event description:
Distributor contacted dexcom technical support on (B)(6) 2015 to report a possible broken sensor wire on (B)(6) 2015. The patients sensor was inserted on (B)(6) 2015. The patient reported that a portion of the sensor wire stayed at insertion site, she removed the fragment herself. The distributor did not report any injury or medical intervention. The patient was using an expired sensor, which is considered off label use. In addition, the patient also removed the transmitter prior to removing the sensor pod from the body.

Manufacturer narrative:
(B)(4). The complaint device was not returned for evaluation and data was not provided; therefore, the reported complaint of possible broken sensor wire cannot be confirmed. It was reported that the patient was using an expired sensor. It should be noted that the dexcom g4® platinum continuous glucose monitoring system states: the sensor is the piece that comes in a sterile, sealed sensor pouch. The sensor is made up of an applicator, a sensor pod, and a sensor wire. You remove the applicator after insertion. The sensor pod stays on your belly for the entire sensor session, up to 7 days. In addition, it was also reported that the patient had taken the transmitter off prior to removing the sensor pod from the body. It should be noted that the dexcom g4® platinum continuous glucose monitoring system user's guide states: do not remove the transmitter while the sensor pod is still attached to the body.